Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that the device didn¿t not start up. Review of the system log file showed that lab stopped responding errors. Upon troubleshooting, philips field service engineer (fse) went onsite and found that suite pc was unable to start up due to a software loading problem. To resolve the issue, fse reinstalled the software, and restored the device settings and imaging program from the backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error message of ¿xray system is switched off¿. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.